Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise. High hv lead impedance was observed. The noise was not reproduced. During interrogation the hv impedance had returned to normal and no noise was noted. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.